Manufacturer narrative:
Based on the current information provided, the cause of the injury to the common iliac vessel cannot be determined. The surgeon stated that the subsequent common iliac vessel thrombosis was related to the injury of the blood vessel during the primary procedure. There was no report or allegation from the customer of a deficiency of the da vinci system, instrumentation or accessories associated with the reported incident. Therefore, there are no products expected for return to isi for failure analysis evaluation. If additional information is received, a follow-up MDR will be submitted. A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. Additionally, all reusable instruments used in the case were used in subsequent procedures and a site review shows no complaint filed against the instruments. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted radical prostatectomy procedure, the common iliac vessels were injured during lymph node dissection. The vessels were repaired with sutures. After the procedure, the patient complained of numbness in his leg and a contrast scan showed an occlusion of the blood vessel at the part of injury. A stent was placed for the occlusion. The cause of the vessel injury s unknown. There is no allegation that a malfunction of an isi system, instrument, or accessory occurred.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy procedure, the common iliac vessels were injured during lymph node dissection. After grasping the bleeding part and temporarily stopping the bleeding, the injured area was sutured. After the procedure, the patient complained of numbness in his leg and a contrast scan showed occlusion of the blood vessel at the area of the vessel injury. A stent was placed for the occlusion. Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following information: there were no product issues of an isi product during the procedure. The surgeon is unable to describe the type of injury to the common iliac vessel or which instrument was involved with the injury to the vessel. There was no unexpected movement of an isi product that caused the injury. The surgeon used a fenestrated bipolar forceps (fbf) instrument to grasp the bleeding point. The amount of blood loss was more than 750 ml. The patient did not have any coagulopathies. The surgeon stated that the operation to stop the bleeding was difficult and this led to vessel obstruction after the surgery. The stent was placed on the 5th post-operative day (pod). The patient is recovering but has to take blood thinner medication due to the insertion of the stent. The patient's hospitalization was prolonged due to the incident. The surgeon and the hospital safety management committee have determined that there is no direct relationship of the post-operative complication and instrument. Patient demographic information was requested but not provided by the surgeon.